Event description:
It was reported that cartridge alarm 30 occurred during cartridge loading while customer followed load process prompts and had not experienced similar cartridge alarms with this pump previously. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded new cartridge independently before contacting technical support, was able to resume insulin therapy, and issue was resolved without further action.